Event description:
Routine telemetry testing showed multiple electrode problems. Using the appropriate diagnostic equipment. It was determined that the devie is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.